Manufacturer narrative:
Review of the surgical images showed that there was considerable eye movement during the capsulotomy and fragmentation portion of this procedure. This likely led to a compromised capsular edge. No vitrectomy was performed, and no sutures were required. The doctor reported that the patient was doing fine.

Event description:
On 03/19/2019 a user reported to lensar cas that the doctor had a capsule tear on (B)(6) 2019.